Manufacturer narrative:
D10 concomitant products: unknown mesh, unknown mesh product, (lot number: unknown) unknown progrip, unknown progrip mesh product, (lot number: unknown) unknown mesh, unknown mesh product, (lot number: unknown) kristoffer andresen, mette w. Christoffersen, jacob rosenberg, nadia henriksen. "Similar recurrence rates among the 10 most used meshes for laparoscopic groin hernia repair: a nationwide register-based cohort study." Hernia (2025) 29:215 https://doi.org/10.1007/s10029-025-03397-6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a hernia registry cohort study compared data of 24,542 cases of laparoscopic transabdominal preperitoneal groin hernia repairs using mesh between january 1, 2018 and june 30, 2023. Hernia recurrences requiring reoperation were reported for 71 patients. Reoperation was performed for the recurrence, and as recommendation, an anterior approach after a laparoscopic repair was performed. The mesh was not explanted.